Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ext set .2 mf low sorb separated. The following information was provided by the initial reporter: material no: 10013902 batch no: 19096146. It was reported that female port was separated from filter.

Event description:
It was reported that ext set .2 mf low sorb separated. The following information was provided by the initial reporter: material no: 10013902, batch no: 19096146. It was reported that female port was separated from filter.

Manufacturer narrative:
H.6. Investigation: due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10013902, lot number 19096146 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #19096146 regarding item #10013902. H3 other text : see h.10.